Manufacturer narrative:
(B)(4).

Event description:
It was reported that at insertion the doctor found the spring-wire guide (swg) could not pass through the intra-aortic balloon (iab). As a result, the iab was replaced with a new set to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "swg could not pass through the catheter" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked and resistance was noted upon passing the guidewire through the central lumen. The root cause of the kinked central lumen is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that at insertion the doctor found the spring-wire guide (swg) could not pass through the intra-aortic balloon (iab). As a result, the iab was replaced with a new set to complete the treatment. There was no report of patient complications, serious injury or death.